Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, that channel a of cardioplegia (cpg) monitor was reading pressures (using pressure transducer) erratically at the start of the cpg inspection. After the fsr checked and rechecked the cpg channel, the monitor started reading pressures correctly. This problem was intermittent. Since the event occurred during preventative maintenance, there was no patient involvement.

Manufacturer narrative:
The field service representative (fsr) performed preventive maintenance on the system and was completed successfully. The system operated to manufacturer specifications and was returned to clinical use. The user facility's biomedical engineer (biomed) will make decision on how to resolve the cardioplegia monitor issue. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.